Manufacturer narrative:
Additional information received indicates that the device is not available for return, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. Manufacturing record evaluation (mre) cannot be conducted because no lot number was provided by the customer. . Manufacturer's reference number: pc-(B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter (stsf) and suffered cardiac tamponade requiring a pericardiocentesis. During an atrial fibrillation case, a pericardial effusion was noticed in the patient. After finishing the pulmonary vein isolation (pvi), the stsf catheter was pulled out of the left atrium, and the cavotricuspid isthmus (cti) line was finished in the right atrium. There was a waiting period to ensure that the cti line stayed in block. At this point, the patient's blood pressure dropped drastically and an intracardiac echo (ice) catheter was inserted into the body to check for a cardiac tamponade. The cardiac tamponade was confirmed via ice. The intervention provided was a pericardiocentesis, and about 355 ml of fluid was removed. The patient was reported to be in stable condition.